Event description:
Additional information was received as follows: the previously reported endoleak of unknown origin was assessed to be a type ii endoleak with aneurysm expansion of greater than 5 mm in diameter. The physician elected to convert the patient to open repair and performed an embolization of the intercostal artery. The procedure was completed successfully and the event was resolved. The investigator assessed the event to be related to the abdominal aortic aneurysm.

Event description:
An endurant aui stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Aortic neck length 6 mm. It was reported that at approximately two years and two months post implant the patient had an endoleak of unknown origin. The patient was admitted to the hospital approximately three months later for conversion to open repair. This resolved the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.